Event description:
A d114 angioplasty balloon catheter was inserted and inflated at 8 atmospheres in a distal diagonal lesion. The balloon was then pulled back to the proximal target lesion. Upon inflation of the balloon, it was reported that the balloon lost pressure at 8 atmospheres. Therefore, it was removed from the pt. A 2.5mm diameter by 16mm length d114 angioplasty balloon catheter was then inserted to the proximal target lesion. The balloon was reported to have ruptured at 8 atmospheres of pressure during the initial inflation. The balloon catheter was removed and another angioplasty balloon was inserted to complete the pre-dilation of the lesion. Subsequently, a stent was inserted and successfully deployed at the proximal target lesion. It was reported that each of the balloons had a pinhole in the balloon. There has been no device returned to date for investigation. There was no report of injury to the pt and no clinical sequelae reported related to the event. Separate medwatch reports were submitted for each device related to the event.